Event description:
A system 1 operator reported that her finger was exposed to contents of a steris 20 sterilant concentrate (s20) cup. The employee went to employee health and was given a salve to ease pain.

Manufacturer narrative:
The employee reported afterwards that the burn did not blister, was not severe and did not leave a scar. The employee stated that this incident occurred due to a misunderstanding between department personnel whether the system 1 processor cycle had been completed. The user facility held a staff meeting to review proper procedures for use of system 1. Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury due to the language in regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.

Event description:
The complainant reported that the burn was not severe and did not scar.